Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for an unspecified duration of time. The customers blood glucose level was reported in ranges between 45 mg/dl and 209 mg/dl. Further information regarding low blood glucose event was unable to be obtained as customer declined to provide information. Reportedly the customer continued to use pump for insulin therapy.